Manufacturer narrative:
Product analysis: the device was found to power down immediately, upon removal of the battery. The device was returned unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to start up. The epg was returned for service. There was no patient involvement. The device tested out-of-specification on analysis.